Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.

Event description:
It was reported that the systems computers would not boot up and was giving canbus errors. There is no report of injury or death associated with the event described in this complaint.